Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the nexgen headless trocar drill pin broke off in the patient's distal femur. The surgeon was able to remove the pin from the patient's bone and complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. The follow up with the sales representative states that retractor was pushed against the pin with significant force causing a misuse of the device. The zimmer nexgen cr-flex and lps-flex knees surgical technique with posterior referencing instrumentation rev 2, states that the trocar pins should not be impacted. In addition is states that ¿with the use of other drivers may not leave enough exposed pin for removal¿ which could result in difficultly while removing of the pin. ¿to facilitate trocar-tipped pin removal, apply slight side pressure at the inserter/pin interface while removing the pin.¿ however over torquing to the side could lead to fracture. It is likely that the problem encountered is related to surgical technique and the root cause is considered to be a misuse by the user.